Manufacturer narrative:
The actual sample was not returned. Samples of the same lot were returned and evaluated. Brittleness testing and tinius olsen tensile strength tests were performed. Examination at 10x magnification found no defects. No other reports have been received against this lot since its release. Co found no material defects which would cause the needles to break if normal usage was applied. Without the actual sample it is impossible to determine the exact cause of the reported problem.

Event description:
Customer reports, the needle broke during a cesarean operation. The doctor found the broken needle in the patient's body after 20 minutes. The operation was completed. No injury is reported.